Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2057 07. ¿always carry out the following preparations and inspections before use. Also, inspect the related equipment used in combination with this product in accordance with its also, inspect the related equipment used in combination with this product in accordance with their ¿instruction manuals¿. Never use the product if any abnormality is suspected. If any abnormality is suspected, do not use the product and take action in accordance with ¿chapter 8: if an abnormality occurs¿ in the operating instructions for the ultrasound coagulation and incision device. If the abnormality is still suspected if an abnormality is still suspected, contact olympus. Use of a device suspected of having an abnormality will not only prevent it from functioning normally, but may also cause injury to the operator and patient. In addition, it may cause damage to the operator or patient. 17 if an abnormality occurs when used in combination with a generator other than the ultrasonic coagulation and incision device (usg-400), refer to the ¿instruction manual¿ of the combined generator. Refer to the ¿instruction manual¿ of the generator to be combined. If an abnormality occurs, deal with it in accordance with ¿chapter 8: if an abnormality occurs¿ in the ultrasonic coagulation and incision device's operating instructions. If an abnormality occurs, take action in accordance with ¿chapter 8. ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sonicbeat exhibited peeling of the tissue pad. There was no patient involvement.